Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: scope body deep cut/damage probe unit. Non-olympus bending section rubber. Non-olympus glue on bending section rubber. Scratches/tear marks inside biopsy channel. Ultrasound image shadow/excessive broken elements. Non-olympus insertion tube. Loose scope connector. Play of control knob. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to the instruction manual, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasound gastrovideoscope tested positive for candida parapsilosis. The forceps elevator was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope and no abnormalities in the accessories used for reprocessing. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. . Air/water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the detergent used was acecide. The device passed the leak test, the instrument/suction/balloon channels and air/water/suction/biopsy valves were brushed, and the forceps elevator was brushed and flushed. The automated endoscope reprocessor (aer) used was an oer pro with acecide detergent and all channels were connected with tubes when the endoscope was connected to the aer. The device was stored in a forced air cabinet. Olympus is the maintenance company. The customer reported the last olympus endoscopic support specialist on-site visit was in 2022 and there are several new staff at the facility. The issue was not confirmed, as the scope was not microbiologically tested by olympus as the customer declined further testing. A supplemental report with device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.